Event description:
The information received from the field states that this patient was presented to the interventional lab for an angioplasty procedure of the common iliac artery (side unknown). The vessel was described as heavily calcified and moderately tortuous with a 90% stenosis. The information states that two balloons were used in the procedure and both balloons ruptured at 6 atmospheres during inflation with an indeflator. There was no information as which stent was used first in the procedure. Both balloons were properly inspected before use. There was no reported patient injury. As per the qualrap, there is no more procedural or patient information available.

Manufacturer narrative:
The intended procedure was pta on the common iliac artery in a male pt of unk age. There was heavy calcification, moderate vessel tortuosity and 90% stenosis. There was no adverse consequence to the pt. Two optapro balloons were used and they ruptured at 6 and 5 atmospheres. No additional pt, vessel/lesion or procedural info was provided. It is unk if any resistance or difficulty was experienced while tracking towards the lesion or while crossing the lesion. As per the complainant report, the product appeared perfect during inspection prior to use, was prepped according to the instructions for use and no anomalies were noted during prep. As the actual involved product was not returned for analysis, the exact cause of the reported burst could not be determined. Review of the mfg route sheets revealed no complainant related anomalies. In this case, lesion and vessel characteristics likely contributed to the reported event.